Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded aftery surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. No add'l info has been reported to inamed regarding the serial number. Device labeling addresses the possible outcome of leakgae as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported as "replaced port, port mechanical failure". Follow up findings; operative report "port malfunction due to the inability of the pt's port to hold fluid. A diagnostic modality was undergone, and it was found to have a leak near where the port attached to the lap-band tubing intraperitoneally."